Event description:
It was reported that if left running for 30 minutes the heater stops. Then when turned off for 30 minutes and turned back on it won't heat back up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
One device was received. Visual inspection: the tower enclosure was in good physical condition, however the device was not assembled correctly by the customer. Back panel was incorrectly installed. Device was slightly out of calibration; liquid crystal display (lcd) read 41.7 degrees, but the temperature check (verified with digital thermometer) was reading 41.4 degrees. To be within tolerance the temperature check reading, and lcd should match and be +/- 0.1 degrees. The printed circuit board (pcb) was installed incorrectly, the white plastic screws on pcb had not been cut down causing the transformer to stick out and not get a good seal when fastening back panel. There were cracks in the return tube, and one appeared to be covered with silicone, the other looked like it was melted slightly possibly with a soldering iron to seal a crack. The air pressure intermittently fluctuated up and down. Installed temperature check, f-30 gas/vent test filter and performed a functional test. Also ran an electrical test which the device passed. Turned device off 3 times for 30 minutes to see if it heats back up. Unable to duplicate/replicate the complaint. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions; replaced the cracked return tube, the air regulator and calibrated device. Replaced o-rings and fan guard per preventative maintenance (pm). Device passed all functional and delivery tests.